Event description:
When firing a reload on a tlc75 stapler, the reload did not completely fire. A second reload was tried & it did not fire completely. The original tlc75 with the two reloads were taken off the field. The wrappings with the lot numbers were retrieved & kept together.